Event description:
It was reported during a stenting treatment procedure, premature stent deployed occurred. The target lesion was located in the right superficial femoral artery. During introduction a non bsc guide wire encountered resistance when a 6x24x75/ iliac 6f unistep plus self-expanding wallstent was being loaded. The guide wire was then "wetted down." The 6x24x75/ iliac 6f unistep plus self-expanding wallstent was prematurely deployed when the physician's assistant attempted to push the back of the stent which resulted in the stent deploying outside the patient's body. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred during patient introduction. (B)(4).